Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 446 mg/dl. The customer reported that he had an issue with the set falling out. Troubleshooting was provided. The customer was advised that the site should be clean and dry. The customer was recommended to use skin prep, poly skin and mastisol. The customer was advised to monitor the issue and call back if the issue persist. The customer was advised to replace the infusion sets. The customer did not troubleshoot the insulin pump. The customer was wearing the infusion set of two days. The infusion sets was returned for analysis.